Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported left side "hole in valve" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "hole in valve" observed during surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as surgical damage. ¿ valve leak and/or damage: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported left side "hole in valve" observed during surgery. Device has been explanted and replaced.